Event description:
Covidien rec'd info stating that an 840 screen was locked up with battery alert while in the use on a pt. The pt was being transported to imaging dept for a procedure. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended doing the ground isolation check, the extended self-test (est) and run the ventilator and try to duplicate the alleged malfunction. Customer reported that they run the extended self-test (est) and the short self-test (sst) with no problems noted. The vent ran fine the rest of the night on the pt after the incident. Customer wants to verify that this unit is safe to use. The covidien (tse) advised to clean the graphical user interface (gui) bezel, to complete the performance verification test (pvt) and run the unit for a while on battery and turn it off and on. Covidien was not authorized to service the device.